Manufacturer narrative:
Date sent to the FDA: 03/17/2021. A manufacturing record evaluation was performed for the finished device batch plr684 and no non-conformances were identified. Additional h6 component code: g07002 ¿ device not returned. Additional information was requested and following was obtained: were there any patient consequences? No patient consequences. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on 12/17/2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.